Manufacturer narrative:
The returned device was evaluated and the pod was received deployed. Inspection of the pod found the soft cannula to be cut and shortened. It could not be determined when the cannula was damaged. No other damages or manufacturing deficiencies found that would result in failure to deliver insulin.

Event description:
It was reported while a patient had been wearing a pod their blood glucose level had rose to over 300 mg/dl. As treatment, the patient applied a new pod.